Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault 115" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluate by zoll medical corporation. The customer's report was duplicated and attributed to faulty pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The pace/ edfib engine board was sent to scrap. The device was recertified and returned to the customer. Analyis of the report of this type has not identified an increase in trend.